Manufacturer narrative:
Supplemental medwatch #1 sent to FDA on: 01/19/2016. Corrected information: originally reported that the device would not be returned, corrected information found the reporter of the event indicated the device would be returned for analysis. To date, apollo has not received the device.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Healthcare professional reported patient's port leaked at metal connection to tubing. Port revised.

Manufacturer narrative:
Supplement #1 - device evaluation summary: the device was returned for analysis, and a visual examination confirmed the connector type as taper ii. A visual inspection was performed, and noted the taper, port base, and band tubing were discolored, and appeared to be yellowish in color. Brown particles were noted on the port base, port septum and taper tubing. Non-penetrating nicks/scratches were noted on the port housing. A leak test was performed on the port, and no leakage was noted. A fill inspection test was performed, and no blockage or resistance to flow was noted. Under microscopic analysis, the taper tubing was noted to have non-penetrating indentations consistent with tool marks. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. The taper tubing was noted to broken at the ss connector, with both ends of the tubing noted to have sharp breaks.